Manufacturer narrative:
The lot number reported by the customer does not match lot numbers for any ss white burs llc products, and the reported device was not returned for investigation. However, an investigation was performed using a 20-pc sample of the reported fg-pbur-330 part number was tested for shank diameter and was within specification.

Event description:
On (B)(6) 2025, customer reported that during a procedure, the bur ejected out of handpiece causing small gingival laceration. It was further reported that the handpiece was set aside, and bur was removed. Ss white burs llc received the medwatch #mw5168269 report from the FDA on april 8, 2025.